Event description:
It was reported the implanted system worked until 2008, when the pt stopped feeling anything and telemetry showed high impedances. The lead was tested again in surgery on the following month, measuring high impedances for all electrodes. The lead was explanted and replaced. Impedances were tested with the same snaplid and the new lead. The impedances were normal.